Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A US distributor contacted ZOLL to report that a patient passed away on (b)(6) 2026 while reportedly wearing the LifeVest.A patient received 3 inappropriate shocks.SVT/AF with RVR, oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection.The response buttons were pressed during the event.